Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator. It was reported that patient had an interstim device removed several years ago. At the time, the lead wires could not be pulled out and they were cut off and left in place. Patient was now needed to have an MRI performed of her cervical spine and the question occurs if there are any concerns of performing an MRI with these retained interstim device wires in place. The indication for use is unknown. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.